Event description:
It was reported occlusion alarms occurred. The customer attempted to resolve the occlusions with multiple infusion set changes and a cartridge change, however when they did not resolve the customer went to the hospital with a blood glucose level of over 1000 mg/dl and ketones that were identified as dangerous or life threatening by a health care provided. The customer was admitted to the intensive care unit and treated with intravenous fluids of saline and insulin as wells sodium, magnesium and calcium. The customer was released on (B)(6) 26 with issue resolved and no permanent damage. The customer ultimately reverted to an alternate method of insulin therapy.